Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 8. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.